Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of unrestricted flow. During preventative maintenance testing by the user facility, the "free flow safety clamp was not working." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.